Event description:
The physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a lesion in the lcx. It was reported that the device failed to cross the target lesion due to the level of calcification. The physician changed to another brand of product to complete the surgery. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. Evaluation summary: the distal tip was flared. The hypotube was kinked 38.5cm distal to the strain relief. A number of struts on the 7th, 8th and 13th proximal stent segments were partially raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results : patient¿s condition affected effectiveness of device (calcified target lesion). Inherent risk of procedure (stent deformation). Conclusion results: device failure related to patient condition (calcified target lesion). Known inherent risk of a procedure (stent deformation).